Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 344 (mg/dl) and ketones. A correction bolus was administered to treat bg levels. Reportedly, the customer is ill and taking medication. Recommendation was made to consult with health care provider to discuss diabetes management.